Event description:
It was reported by the patient that they were taken to the ER because they or their deep brain stimulation implantable neurostimulator (ins) was confused. The patient's son told them that they weren't making sense and that something was wrong with them and their daughter thought they were losing it as did hospital staff. Patient disagreed with this observation and thinks cause might not be getting enough blood to their head. The patient received a cat scan and x-ray of their chest while in the ER, but reason was unknown. The patient had no memory of going to or being at the hospital. The patient was worried there might be a short in an implanted wire, or that the wires aren't connected properly in their neck. Patient couldn't remember whether or not the implant was charged at the time of the event, but was pretty sure the battery level was 75%. They usually charge the ins first thing in the morning every day. The patient did not have their equipment nor assistance at the time of the call to check status of the therapy and ins battery level. The patient stated that they were all right now and that therapy was turned on. The patient was pretty sure the ins was fine, however, the episode scared them. The patient was redirected to their hcp to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead, serial# unknown, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.